Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient was transferred to lifescan from medtronic. The patient alleged that his one touch ultra link meter read inaccurately high. The patient said he tested with the reported meter a day prior at 11:00pm and obtained a reading of 318 mg/dl. Within a couple minutes he said he felt like his blood sugar was low; he was sweaty. He said he had to drink three glasses of juice before feeling ok. After drinking the juice, he tested with another meter and obtained a reading 114 mg/dl. He did not compare a reading from the reported meter at that time. The cca noted that the patient followed correct testing technique. The patient's products were replaced. The complaint is reported because the patient alleges he obtained an inaccurately high reading on the lfs product and afterward felt sweaty and treated himself with juice.